Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported having serious issues with jaw pain and clinching of her jaw muscles, the byte is off, and she stated the right side of her teeth touch her molars. She saw her dentist today, and he issued her a night guard to wear. She said that the clinching in her jaw has gotten worse over time, and she would like a refund due to the issues she has continued to have since she has started treatment. Since then, the patient has reached out again stating pain and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.